Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was returned and evaluated against the reported event. Visual examination of the product found the tip of the device was fractured. DHR was reviewed and no discrepancies were found. The root cause is unable to be determined. A summary of the investigation as requested and sent to the customer. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). Foreign: event occurred in (B)(6). The product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Product not returned.

Event description:
It was reported that the screwdriver broke during surgery. The tip of the driver is stuck in the screwhead and the broken piece is retained by the patient. Attempts have been made and additional information on the reported event is unavailable at this time. No additional patient consequences were reported.